Event description:
In 05/05/06, the caller changed her diabetes medication based on the adc device reading. The caller reported getting a reading of 46 mg/dl and 120 mg/dl from the adc device. It was not stated which readings were obtained first and if medication were taken before each result. She was sent to the ER of her symptoms. She was treated with i.v. Fluids and was diagnosed with severe hypoglycemia. Follow-up calls to the customer for additional info were unsuccessful. Note: the caller did not wash her hands before testing.